Event description:
It was reported that the inside part of the inserter broke during insertion just before bottoming out. The anchor was not flush to the bone and slightly proud. The second anchor used had the same result. There was no way to remove the screws or advance them due to the broken inserter in the cannulation of the screw, so they were left in the patient. The suture was tied to the tendon to complete the case.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. Complaint confirmed. The device met all material specifications as received. The evaluation revealed that a portion of the driver's distal square drive tip is broken-off. The anchor was not returned. This type of event is typically caused by over insertion, not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.